Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right revision total hip with head and liner exchange. Severe polyethylene wear. Original surgery in 4/20/98 using j&j cemented ultima 2m stem, 26+5 femoral head, 52mm zttii with 4 screws, 26mm ID 52mm od zero-degree liner.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.